Manufacturer narrative:
A ge service representative performed an on site investigation. Investigator indicated the need to replace the image intensifier handles and workstation base. Identified components were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system displayed an error (communicator failure) and the joystick stuck. The system functioned properly after a few reboots. The unit is not down at time of report. There was no report of patient injury.